Event description:
A caller reported that their t:slim x2 pump battery was not charging, and the pump screen remained dark. Efforts to charge the pump using different cables and wall adapters were unsuccessful. There was no adverse impact to the customer¿s blood glucose level. Customer technical support resolved the issue by arranging for a replacement pump while instructing the customer to use multiple daily injections as a backup method.